Manufacturer narrative:
Correction: h6 - (B)(6).

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic experiencing discomfort. Upon performing an echocardiogram, it was found that the right ventricular caused perforation. No intervention was performed and the patient will continue to be monitored.